Event description:
It was reported that the patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise. The ventricle sensitivity was changed. The rv lead continued to be monitored. The patient was stable.